Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ongoing atrial arrhythmia was classified as terminated as intermittent a trial waves fell in the implantable cardioverter defibrillator (ICD) programmed blanking period. The ICD remains in use. No patient complications have been reported as a result of this event.